Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR " error message was not confirmed during the functional testing and the archive data review. The autopulse passed the initial functional test without any fault or error. The autopulse performed as intended. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure, a damaged battery compartment, a bent battery lock and a torn load plate cover likely attributed to mishandling such as a drop and/or normal wear and tear. The autopulse platform was manufactured in september 2014 and is 7 years old, past its service life of 5 years. The damaged parts were replaced to address the observed damages. During archive data review, records showed no occurrence of "system error, out of service, revert to manual CPR ", thus not confirming the reported complaint. However, unrelated to the reported complaint, multiple user advisory "ua17" (max motor on time exceeded) has occurred on (B)(6) 2021. As a precautionary measure, the drive train motor brake gap was cleaned and adjusted to manufacturing specification. During further functional testing, it was noted that the encoder driveshaft was stiff and could not rotate smoothly, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During patient use, the customer reported that the autopulse platform (B)(4)displayed "system error, out of service, revert to manual CPR ". The autopulse platform only worked for about 10 minutes. Manual CPR was performed. Patient's status information was requested but the customer did not provide a response.